Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's screen was dented and does not operate. The device's lcd screen needs to be replaced to address the issue. The device was returned unrepaired per customer request.